Manufacturer narrative:
When the surgeon ran the k-wire and the 3.2mm reamer, they "hung up" because the tips of the reduction clamps punched into the canal. When the doctor went to insert the nail, he hit the tips of the clamp, but kept attempting insertion.

Event description:
The event included an im nail which collided with reduction clamp that had entered the intermedullary canal during insertion and fractured upon impact.